Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was broken. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04jan19. Date rec¿d by MFR: 03jan19. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen. The device was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.